Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue with an unknown pump. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device was returned to the manufacturer and investigated by product analysis on 19-jan-2018 with the following findings: review of the black box data did not reveal any evidence of short battery life. The battery compartment and cap were undamaged and able to fit to the pump properly. On investigation, the pump powered on normally and ez-prime¿ steps were performed correctly, all electrical current readings were within specifications. Investigation did not confirm nor duplicate the ¿short battery life¿ allegation. The pump¿s cover was removed, no intermittent condition was found to the power printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.